Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Destructive analysis found that the reported event of no output was due to the development of a resistive film in the battery cathode current collector which resulted in unexpected high battery impedance. Over time the high battery impedance rose to a level such that current flow within the device was impeded and pacing outputs could no longer be supported. (B)(4).

Event description:
It was reported that the patient experienced syncope and asystole episodes. The cardiac resynchronization therapy pacemaker (crt-p) was at elective replacement indicator (eri) and had no output. At the device check three months prior, the estimated longevity was ten to fifteen months. It was also indicated at that time the patient had ongoing chest discomfort. The device was explanted and replaced. No further patient complications have been reported as a result of this event.